Event description:
It was reported by the sales rep "piece of spring broke off inside patient." Doctor left piece inside patient. Did not feel it would cause problem and eventually pass through.

Manufacturer narrative:
The device is not being returned for evaluation as the hospital will not release it at this time. The lot number is unknown for the reported product number. Without the device and lot code information, the engineer is unable to investigate the reported complaint. We are considering this complaint closed.